Event description:
It was reported that the clinical study patient, envision a7007, experienced high impedances on the leads following a non-device related surgical procedure. The physician opted to replace the entire system and the explanted devices were discarded.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 20047331. Product family: 20047331, upn: m365sc11320, model: sc-1132, serial: (B)(4), batch: 19968854.